Event description:
Hamilton medical ag received the following event description: it was reported that the device alarmed with exhalation obstruction alarms during ventilation of a patient. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.

Manufacturer narrative:
It was reported that the device generated repeated ¿exhalation obstructed¿ alarms. This behavior could not be confirmed due to the absence of device log files. Replacement of the breathing circuit and expiratory valve cover did not resolve the issue, suggesting the root cause may not have been external disposable components. Based on the available information, the device exhibited intermittent ¿exhalation obstructed¿ alarms occurring approximately every three to four months, which could not be replicated during prior troubleshooting. The exhalation valve had previously been replaced; however, the issue persisted, indicating that the initial intervention did not resolve the root cause. Following consultation with technical support, the check valve assembly (msp161192) was identified as the most probable contributing component and was replaced. After repair, the device underwent annual preventive maintenance and was tested under simulated neonatal conditions for approximately 16 hours, during which no recurrence of the alarm was observed except when intentionally triggered. Given the intermittent nature of the issue and the long interval between occurrences (approximately 1500 operating hours), the effectiveness of the corrective action cannot be fully confirmed. However, the absence of alarm recurrence during extended functional testing suggests that the check valve assembly was the most probable root cause. The device was returned to use following successful completion of maintenance and testing. Hamilton medical ag considers this case closed.